Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin flow blocked alarm with the insulin pump. The customer's blood glucose was 10.3 mmol/l. The customer tried different cannula lengths. The customer stated that they tried all remedies and the issue did not resolve. The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 283 mg/dl. The customer has tried different cannula lengths. The customer states they have tried all remedies and do not want to troubleshoot. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.